Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The initial allegations of electrical issue and coil damage were not confirmed through analysis.

Event description:
Boston scientific crm received information that, during the implant procedure, this right ventricular (rv) lead was not capturing. It was noted the r wave measurements were within normal range, but the threshold measurements were not capturing. The physician tried a few locations before electing to explant and replace this rv lead. It was suspected that this rv lead had coil damage from passing through the clavicle. There were no allegations against the bsc products, and there were no adverse patient effects reported.